Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional for a clinical study via a manufacturer representative regarding an implant procedure of a patient with mixed incontinence (idiopathic) . On (B)(6) 2016, the patient was prepared to receive the implantable neurostimulator (ins). During the anesthesia, the patient developed stress cardiomyopathy. The precise symptoms were not reported. The procedure was stopped without an implant. A cardiology consult was requested and the recommendation was to wait 3 weeks before a new implant attempt and that the implant should be done under local anesthesia. A successful implant was done on (B)(6) 2016 under local anesthesia.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient did not have a history of cardiac disease and was taken in charge in cardiology. The event was resolved on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported the event was considered serious but there were no actions or interventions reported.